Event description:
It was reported that the patient underwent an explant at implant of the intraocular lens (iol) due to a weak eye anatomy. Further, it was reported that there was nothing wrong with the lens. A vitrectomy was performed. A sulcus lens was implanted without any patient complications. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4).prior to release to market, the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens (iol) was received for inspection. Visual examination showed that the lens was torn and appears to have evidence of viscoelastic on it. Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.